Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via the manufacturer's representative (rep)reporting that the patient continued to feel a vibration even though the battery was turned off. The vibration that the patient is feeling is the same type of stim sensation that she feels with the battery on but feels like it is at a lower amplitude. The rep checked the usage data and the 8840 reported usage of 3% and over the last 3 days the ins has been off. The last time that the device was on was on the 14th as the patient had reported. The rep ran electrode impedances at 0.7v and noticed that electrode 14 was out of range (greater than 10000). The primary group used by the patient is g 7.0v pw: 450us rate 45hz; 14 was not an active electrode. The therapy impedance was 725ohms. The patient tried activating a different group other than the one she was constantly using, then turning ipg off but she continued to experience vibration. The patient reached out to their neurosurgeon and has an appointment scheduled for (B)(6) 2016. Electrode 14 which was greater than 10000 ohms was not active on their groups and the reason for this is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.